Event description:
My saline implants have caused me to be diagnosed with autoimmune neuropathy, chronic fatigue, angina, tmj, rashes, hair loss, anxiety, fibromyalgia and much more. They are 19 y/o. I was told saline implants were harmless and was not told the shell of all implants is silicone. I was told the 10 year warranty was in place in case of rupture, but not that they must be removed after 10 years or cause all of these health problems. I went from a healthy, happy, fit and active runner, to someone who's quality of life is so poor. I can barely make it through the day. This is simply not right. FDA safety report ID # (B)(4).